Event description:
In 2007 - purchased amo's complete moisture plus. Below are the details of my reaction to this solution. On five days later - in the morning, I rinsed each contact lens with the solution as I placed them into my eyes when I felt both my eyes stinging and burning, so I took both contacts out because my eyes were watering badly. I rinsed the contacts again with the solution and placed them both into my eyes. I felt the same burning and stinging sensation again. I removed and disposed of them and started rinsing my eyes with water until I felt some relief. I could see that both of my eyes were red. After about an hour I decided to try again with a new pack of contacts and rinsed each one again with the solution. When I stepped out of the house I felt my eyes sensitive to the light. Later, at the theater, my daughter mentioned that my eyes were red. When the movie started, my right eye started watering and burning. I could not see due to the sensitivity so I put on my sun glasses inside the theater. I took off the right contact and threw it on the floor and told my daughter to call her brother to pick us up because I was experiencing pain, burning sensation and my eye would not stop watering and a lot of twitching on my eyelid making it difficult to open my eye. As I left the theater my eye was still sensitive to the light and I still felt my eye stinging. When I arrived home, I noticed my eye was bloodshot red, swollen and droopy. On the following day - I didn't wear any contacts, I wore my glasses. My eye was still red, droopy and small but, no pain. I didn't know what was causing my eye to react this way. On one day later - because of my eyes I took the day off from work and continued wearing my glasses to rest my eyes. On the next day - I put on my contacts rinsing them again with the same solution and went to work. This time my left eye reacted with the same red, burning, and stinging sensation as the right eye episode days earlier. I removed the contacts and disposed of them. Later I was watching good morning america when I heard the news report about the amo complete moisture plus. I became concerned because of the reaction I had experienced with my eyes. I changed to my glasses. My left eye was sensitive to the light and still red and I was experiencing cramping on my eye lid and pain on the top of my eyeball. On the following day - this morning I saw dr eye associates. I was advised not to use amo's complete moisture solution.